Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the steerable guiding catheter (sgc) failed to hold column. It was reported that during preparation of the steerable guiding catheter (sgc), the hemostatic valve could not hold the fluid column. There was no patient involvement. A new sgc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned and the reported sgc leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported loss of fluid column appears to be related to the observed tear in the silicone valve. In this case, it is possible that the technique used to insert/remove the dilator during preparation contributed to the silicone valve tear, which resulted in the observed loss of fluid column; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.